Event description:
Set screw placed over iliac bolt with pt's last surgery in march. The set screws on the right and left, both were noted to be dislodged from the iliac bolts and were visible via x-ray. FDA safety report ID# (B)(4).